Manufacturer narrative:
It was claimed that message pressure transducer difference is higher than 5 cm h2o was displayed. During internal leakage test sequence a few tests are being conducted. One of them is checking if the measured pressure values differ is less than 5 cmh2o between inspiratory pressure and expiratory pressure. So one of the message which can occur is pressure transducer difference is higher than 5 cmh2o. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board was check and needs to be replaced. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The device¿s logs have been not available for further evaluation as well as part identified as defective. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).